Event description:
It was reported that the patient with this pacemaker system experienced infection and erosion. Subsequently, a revision procedure was performed and the pacemaker system was explanted. No additional adverse patient effects were reported.